Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have been returned olympus australia (oaz). For evaluation. In the evaluation of oaz the following was confirmed; - bending section damaged - air/water cylinder deformed - suction cylinder deformed - endoscope connector deformed omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Staphylococcus aureus. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.